Event description:
Patient additionally reported "right breast was twice as big as left because of the capsular contracture," baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, "yellow ,infectious fluid," granuloma," and "skin rash." Health professional reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain and swelling" and "little lumps", "breast is twice in size", "excruciating pain" and "possible leaking". Patient additionally reported "headaches", "memory loss, fatigue, and brain fog" which is not device related. Device remains implanted.